Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event "no image on camera when plugged in" was confirmed. In addition a deep cut was observed in the cable during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. 1. A review of similar complaints both at the specific facility and in general was performed with no similar complaints identified. This will continue to be trended. 2. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of the product. This may have prevented the observed event. Specifically the IFU states; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. 3. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 4. A review of similar complaints at the facility revealed no similar complaint and a review of similar complaint in general revealed a similar complaint. 5. A review of similar capas was performed. No capas were associated with this event. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and any additional information that was provided, the following is the most likely cause to the reported complaint. It most likely that the image was not displayed because inadvertent force was applied to the cable by the user¿s handling and the unit failed.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during preparation for use, the image of the subject device was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and there was a deep cut in the cable of the subject device.